Event description:
Complainant reports before use of the product, an air leak was found during the cuff check.

Manufacturer narrative:
Bases on the available info, this event is deemed a reportable malfunction. It was further reported the product was not used on a pt. One unit endotracheal tube of I. D. 8.0 mm fitted with frosty balloon and pilot balloon printed with size identification was work order # (B)(4) was received and evaluated on 07/02/2014 and 07/04/2014. Product was fitted with color coded pp connector of corresponding size and marked as per spec. Product was received in an opened unit pack. The product was examined. Attempt to inflate the balloon completely with air was not possible as the balloon shrunk/deflated slowly during inflation. Balloon section was dipped into a beaker of water and inflation with air via the valve with a luer tip syringe was repeated. Air bubbles were seen escaping away from one spot of the balloon will indicating that there is a leakage. The leak spot was reconfirmed when the inflation test was repeated using the color water. Examination of sample under magnification revealed that there is a site cut on the balloon. Review of the assembly batch record did not reveal any signs of leak defects detected during inflation and inspection process. Review of the risk assessment file did cover potential cause (leak issue) and it's controlled. Review of the complaint trend within year 2009 to ytd (B)(4) 2014 for the leak issue, showed there was no significant negative trending observed. An analysis on the returned sample provided was tested and did not perform to our requirement. However, this complaint issue has been investigated previously to address the confirmed complaint and documented in the CAPA system. This particular lot was made before the CAPA implementation, thus, no further eval is needed. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.